Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a normal follow up check, a device had detected a software reset and was operating in reset settings. The patient did not receive radiation therapy but had a nerve simulation procedure and an effusion earlier in the week. Reset was successfully cleared through a software download. The device will be monitored at the next follow up.